Manufacturer narrative:
The insulin pump was received with blank display and followed by constant tone due to faulty component on the interface board.

Event description:
The customer reported via phone call that the display went blank and the insulin pump had a constant tone. Blood glucose value is unknown. The customer stated that he had tried about four different batteries and would still have the blank display with a constant tone. He was advised to remove the battery for 5 minutes and insert a new battery. The customer stated that the constant tone disappeared but the screen turned black. He stated the device was not exposed to extreme temperatures. He was advised to stabilize at room temperature; the black screen did not disappear. He was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and the customer agreed to return the product for analysis.